Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the 30-degree endoscope plus was seeing double mirror image. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 30-degree endoscope plus for failure analysis investigation. The unit was analyzed and found to was placed through friction test using a screening aid the manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. Additional observation(s) not reported by site: the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope cable integrated connector was visually inspected and found with the pca board exhibited missing electrical contact(s). The endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline crack(s) on l/r button of the button pack assembly. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope housing, the housing shell exhibited laser marking fading and/or removed. The endoscope was visually inspected and found with mechanical damage the scope¿s distal tip. No light in 1 or both hirose fiber cables. The endoscope was visually and confirmed to have damage to the cable assembly. The cable was found deformed in cable insulation. The endoscope was tested and place on an in-house system for cable testing failed due to wpb defect. The complaint was confirmed by failure analysis. The probable root cause of this binding is attributed to component susceptibility to increased friction.

Event description:
Refer to h11 for follow-up information.